Event description:
Healthcare professional reported, a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior side assessed, as fold flaw opening. Additional observations: creases are observed, wear abrasion is observed, white particles on device inner surface are observed, white particles calcification-like were observed, on the shell. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.